Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on thoracic lobectomy, the jaws of the device opened and closed normally during checking; however, the jaws of the device could not be opened inside the thoracic cavity. The jaws of the reload remained closed and there was no response. Another device was used to complete the case. There was no patient injury.